Manufacturer narrative:
The customer's calibration and qc data were acceptable prior to patient testing. During troubleshooting the ise issues, the customer's calibration and qc results contained alarms and were out of acceptable range. The sample clotting time and centrifugation time were insufficient according to the tube manufacturer's recommendations. The field service engineer performed ise maintenance. He performed reagent primes, ise checks, and operational checks. After service, no further issues were reported. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect gen.2 na, k, and cl results for 11 patients tested on a cobas 6000 c (501) module. Not all of the initial results were reported outside the laboratory. The customer performed repeat testing on a different cobas 6000 c (501) module. The customer has had to issue corrected reports based on the repeat results. Below are 5 examples of questionable results reported by the customer: patient 1's initial na result was 162 mmol/l. The patient's repeat na result was na 147 mmol/l. Patient 2's initial results were na 157 mmol/l, k 4.9 mmol/l, and cl 94 mmol/l. The patient's repeat results were na 141 mmol/l, k 4.4 mmol/l, and cl 104 mmol/l. Patient 3's initial results were na 141 mmol/l and cl 92 mmol/l. The patient's repeat results were na 134 mmol/l and cl 105 mmol/l. Patient 4's initial na result was 141 mmol/l. The patient's repeat na result was na 130 mmol/l. Patient 5's initial na result was 147 mmol/l. The patient's repeat na result was na 140 mmol/l. The na electrode lot number was f21 with an expiration date of 25-may-2021. The k electrode lot number was p45 with an expiration date of 11-aug-2021. The cl electrode lot number was x38 with an expiration date of 08-jun-2021.